Event description:
It was reported that during a left ventricular automatic threshold (lvat) test, loss of capture was observed. Technical services (ts) was contacted, and ts discussed that the lvat test had been failing due to intrinsic beats. Ts also discussed the inability to determine if it was true loss of capture via the evoked response and recommended further monitoring to see if the lvat was accurate. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.